Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a temperature alarm and has not resumed. The customer reported the pump was in normal temperature condition when the alarm occurred. Additionally, the customer's pump displayed the reset screen unexpectedly. The customer's blood glucose was not impacted. It was indicated that the customer would use injections as alternative insulin therapy.